Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00797 thru 3012447612-2018-00799.

Event description:
It was reported that a closure top backed out of a pedicle screw head, allowing the rod to also migrate out of the pedicle screw head approximately 6 weeks post-operatively. A revision was performed to remove and replace the construct. There were no reported patient impacts outside of the revision surgery. This is report one of three for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: the reduction screw was returned for evaluation. There was no noticeable defects/damage on the device, however, witness marks on the bottom of the associated closure top were consistent with insufficient final tightening during insertion. Additionally, the x-ray provided confirmed that the closure top had backed out post-op. It was determined from the reporter that a counter torque device was used when installing the closure top rather than the reduction tab sleeve, as described in the labeling. The counter torque has a wider inner diameter that allows the reduction screw tabs to splay. The technique was functionally tested by engineers and it was found that the closure top was able to cross thread by skipping a thread on one side of the reduction tulip tabs when using the counter torque. The closure top remained slightly loose after final tightening (due to this cross-threading) and was able to back out as seen. The reduction tab sleeve was found to fully prevent this failure from occurring. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a closure top backed out of a pedicle screw head, allowing the rod to also migrate out of the pedicle screw head approximately 6 weeks post-operatively. A revision was performed to remove and replace the construct. There were no reported patient impacts outside of the revision surgery. This is report one of three for this event.